Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for an unknown indication and the next day was diagnosed with peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient began treatment with vancomycin injection (1 gm, intraperitoneally (ip), stat) and tazact (4.5 gm, twice a day) intravenously (IV) for peritonitis. The patient was recovering from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.